Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to log in to remove medications and got an unauthorized user error and was unable to sign into pyxis. A technical support specialist explained that es does not manage authentication for ad accounts and requested customer to check with the hospital information technology department to resolve the issue. A technical support specialist closed the case after customer satisfied with the provided explanation.

Event description:
It was reported when using the bd pyxis medstation es system prompting unauthorized error, preventing user from removing the required medications. The customer stated that there was delay in accessing the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user account was locked. A technical support specialist troubleshooted the device and requested customer to check with hospital information technology department to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system prompting unauthorized error, preventing user from removing the required medications. The customer stated that there was delay in accessing the medications. There were no adverse events or injuries reported based on this event.